Event description:
A report has been received from the FDA (report number (B)(4)) on (B)(6) 2010 and contained the following limited info. An event occurred on (B)(6) 2010 which reported bacterial peritonitis requiring intervention. Product number 050-87215, no lot number was provided and the rptr of the event, pts name and facility name are all unk.

Manufacturer narrative:
We have not been able to obtain any further info on this event.